Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 425 mg/dl. A correction bolus via pump was delivered to address bg level. The customer continued to use the pump for insulin therapy.